Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26714. Related manufacturer's reference number: 2017865-2021-26716. Related manufacturer's reference number: 2017865-2021-26718. It was reported that the patient presented in clinic for a blood test prior to an implantable cardioverter-defibrillator change out procedure. Blood test revealed that there was a pocket infection and bacteremia present. Physician opted for a whole system extraction. There was no vegetation noted on the leads. The patient was in stable condition.